Manufacturer narrative:
Submit date 07/19/2016. An investigation was performed. This complaint has not been confirmed. The complaint sample was not returned to the manufacturing site for review. The device history record (DHR) review indicated that there was no quality issues associated with this defect mode. All DHR's are reviewed for accuracy prior to product release. Since the sample was not returned, there is not enough evidence to confirm what could cause this event. However, possible root causes for the reported condition have been identified as inattention, vision system malfunction, inspection failed or not performed, or failure to follow procedure. With the available information it is not possible to confirm a root cause for this issue. Should the sample be returned in the future, this complaint will be re-opened for further investigation. It must be noted that in-process controls such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are performed in the plant are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. Corrective actions were not required.

Manufacturer narrative:
Submit date: 02/29/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dialysis catheter. The customer reports that while connecting in for dialysis, the nurse noticed that the blue screw threading of the luer adapter had a crack. The catheter was applied on (B)(6) 2016. Another luer adapter was used to complete the procedure.